Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been getting shocked from the shoulder down to the right side of their leg a little more than normal for the last four days (beginning (B)(6) 2020). The patient asked to contact a local manufacturer representative (rep) as they misplaced their rep¿s contact information. It was confirmed the patient had not had any falls or traumas. The patient was assisted with using their controller to decrease their stimulation from group a , p1, 2.7v to 1.0v. No further complications were reported/anticipated.